Event description:
The customer stated an architect (B)(4) analyzer generated a false positive troponin result for one patient sample. The analyzer generated a troponin result of 15.5 ng/l for a female patient. The sample was repeated on other architects in the same laboratory and troponin results of 19.2, 8.35, and <10 were generated. The customer uses the following cut-offs for male: <33.0 and female: <13.0. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The wash zone manifold and valves were replaced to address the customer's issue. Tracking and trending identified no adverse trends. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.